Event description:
It was reported that the patient with this inflatable penile prosthesis experienced infection. Reportedly, all the components were removed six months ago, and new components were implanted later. No patient complications were reported.

Manufacturer narrative:
B3. Date of event and d6b explant date: exact date is unknown. Reportedly the components were explanted six months ago; therefore, an approximated date has been selected.